Manufacturer narrative:
Findings: unit was monitor and no audio/beep anomaly noted. Unit passed self test and displacement test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No bolus anomaly. Motor has a grinding motor sound due to faulty motor.

Event description:
It was reported that the customer heard a loud sound from the insulin pump. Customer stated that it always sounds like it is delivering a bolus even though it is not. Pump functions well but the customer always needs to check if the bolus is being given or not. Customer was instructed to change the battery. Anomaly still persists. Customer was asked to return the pump for analysis. No additional information provided.